Event description:
No reported pt/user injury, and no medical intervention. Alleged overinfusion/infusion discrepancy. Report reads: checked s/c 24hr ketorolac pump at 23.00 hrs-12mm in syringe. There was 30mm in syringe at 19.00 hrs according to syringe driver checklist pump set at rate 2mm. Pump was set up at 13.00 hrs with starting length 36mm. No further info available. Initial decision regarding MDR was 'not reportable' as no incident/injury or intervention required-we did not recieve the device for eval until 17th july 2006. Subsequent investigation of this device showed that there was a fault which could have led to a malfunction.

Manufacturer narrative:
Evaluation summary: it was noted that the case seal was intact. The main printed circuit board (pcb) has visible signs of fluid ingress or contamination under the switch pin insulator. The photo below shows a white staining on both the underside of the switch pin insulator, and to the main circuit board. No further testing was performed on the driver. While the driver appears to be functioning correctly at the time of testing, the conclusion is that the fluid, in a wet state produced a transient fault condition. This could have resulted in the driver behaving in the manner described in the report. The behavior of this syringe driver is a direct result of fluid contamination of the pcb. This type of contamination corrodes copper tracks, components or switches or form low resistance paths which can lead to malfunctioning of the syringe driver. This unit is not waterproof and should not be subjected to areas of high condensation or moisture or situations where there is a risk of submersion or splash of the syringe driver. The instructions for use warn against such type of damage. Instructions for use warnings and cautions state: if the syringe driver does not perform as expected, if it is dropped, gets wet or is damaged in any way, then remove it from use immediately. Mark it clearly as quarantined and preferably take it out of the working area altogether, so it cannot be accidentally used again, until it has been checked. Before it is used again, it must be carefully inspected for damage inside and its performance checked to the specification. The work must be done by a properly trained technician familiar with how these device work. Warning: risk of change in device performance, if the syringe driver gets wet, do not just dry the outside and then continue to use it. Liquid may have got inside and damaged it. Follow the advice given above.